Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 41 mg/dl at the time of incident and after treated low blood glucose level by carbohydrates and high blood glucose was 500 mg/dl. Other blood glucose level was 70 mg/dl. Customer was treated with manual injection. Customer also reported that the insulin pump was turned off. Self test was passed. Troubleshooting was declined. The device will be not returned for analysis.